Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, and the impedance on the rv pacing lead was beyond the expected upper range, the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 1147 ventricular sic since last session 10.431 hours ago. Twelve episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Rv pace impedance begins to vary between 608 ohms and out of range starting (B)(6) 2016. Rv pace impedance steady at approximately 630 ohms through (B)(6) 2016, goes to 1292 ohms by (B)(6) 2016, goes out of range on (B)(6) 2016. The distal portion of the lead was returned, analyzed and analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) triggered for high impedance, and approximately one day later an alert triggered for high rv threshold. It was also reported that the rv lead exhibited apparent fracture, and oversensing with high short v-v counts. Rv lead detections were programmed off, and subsequently the lead was explanted and replaced. During explant the connector part of the lead could not be collected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.